Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated there was no reported product deficiency. Shock, embolism, and hypersensitivity/allergic reaction are known adverse events as listed in the xience v instructions for use. All stent delivery systems are subjected to a visual inspection. In addition, a quality control audit inspection is used to verify the product quality. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Reportedly after the implantation of two xience v stents (3.5x15, 2.5x23) in the right coronary artery which were overlapping, and withdrawal of the balloon, the patient began experiencing anaphylaxis which was treated with epinephrine and placement of a balloon pump. The patient also developed a rash which the physician thought possibly could be an allergic reaction to the xience v stents. The physician felt the patient's anaphylaxis could have been due to an unconfirmed embolism or an allergic reaction since the patient developed a rash. The patient was stable but was sent for a coronary artery bypass graft because they had multiple vessel disease. The patient is doing fine now. No additional event or patient information was provided.